Event description:
Getinge became aware of an issue with one of surgical lights - hled. As it was stated, the equipment no longer has the factory label. The designated complaint unit employee confirmed based on photographic evidence the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The correction of b5 describe event or problem, d4 catalog #, d4 serial #, h3a device evaluated by mfg?, h3b device not eval provide code and h3c if other provide code -explain deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 4th january, 2023 getinge became aware of an issue with one of surgical lights - hled. As it was stated, the equipment no longer has the factory label. The designated complaint unit employee confirmed based on photographic evidence the paint was peeling from fork and the rust occurred on lock mechanism of the headlight handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event or problem: getinge became aware of an issue with one of surgical lights - hled. As it was stated, the equipment no longer has the factory label. The designated complaint unit employee confirmed based on photographic evidence the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Previous d4 catalog #: ard568531710c. Corrected d4 catalog #: ard568303908. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. The initial reporter was hospital technician. Event site address: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - hled. As it was stated, the equipment no longer has the factory label. The designated complaint unit employee confirmed based on photographic evidence the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since paint chipping could be considered as technical deficiencies, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: - current version of iec 60601-1 general requirements for basic safety and essential performance. - current version of iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. - paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. - disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the light heads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 4th january, 2023 getinge became aware of an issue with one of surgical lights - hled. As it was stated, the equipment no longer has the factory label. The designated complaint unit employee confirmed based on photographic evidence the paint was peeling from fork and the rust occurred on lock mechanism of the headlight handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.